Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. On the same day, the patient was hospitalized for this event. The cause of peritonitis was unknown. The patient was treated with unspecified antibiotics (intraperitoneal, dose, frequency, and duration not reported) for peritonitis. Five days after admission, the patient was discharged from the hospital. At the time of this report, the patient was recovered from the peritonitis event. Peritoneal dialysis therapy was ongoing. The patient was retrained on aseptic technique. No additional information is available.